Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was dead without low battery alert and then it happened again, no low battery alarm they changed the battery. Customer did not called back after receiving a new battery cap. The inner battery compartment was rough and chip out of it. No harm requiring medical intervention was reported. The device will be returned for analysis.